Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and during troubleshooting they stated a high blood glucose level of 500mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was assisted with prime and pump alarmed no delivery. Customer was advised to change the infusion set, reservoir and insulin. The product will not be returned for analysis.